Event description:
It was reported that the central inner lumen of the intra-aortic balloon (iab) could not be flushed with saline. The customer immediately inserted a new iab without further issue. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID (B)(4).

Manufacturer narrative:
UDI related data quality updates only, providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was found on the catheter tubing and inner lumen near the y-fitting approximately 76.5cm from iab tip. The technician attempted to insert a 0.025¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen occluded. The technician was able to clear the occlusion, dried blood was observed at the tip of the guide wire. The condition of the iab as received indicated a kink on the catheter tubing and inner lumen and an occlusion in the inner lumen. An occlusion and an inner lumen kink can most likely caused the reported problem. We are unable to determine how this may have occurred. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).